Manufacturer narrative:
The complaint received states that during an interventional procedure, two angioguards failed to cross the target lesion; however, on analysis, one product was noted to have an unraveled / stretched distal tip. Two 5mm angioguards failed to cross the target lesion. There are no details regarding the patient, the lesion or the procedure. There was no patient injury reported. One non-sterile angioguard rx was received coiled inside a plastic bag. The delivery wire was inside the delivery sheath and the torque device was attached to the proximal section of the delivery wire; the filter basket was fully loaded into the delivery sheath, the coil tip presented a bent at 1.3 from the distal end, the rest of the device did not present any visual anomalies. The coil tip and filter basket were observed under the microscope, the coil tip presented a bent and a small stretched section on its proximal end, the filter basket was in good condition and no other visual anomalies were noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 03424011. This packaging lot contained 120 units, which were shipped from lake region medical on september 27, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "delivery system failure to cross" could not be evaluated due to the nature of the complaint; the damage of the coil tip could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore, no corrective action will be taken at this time. The complaint of distal tip unraveled / stretched was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not suggest what factors may have contributed to the confirmed failure.

Event description:
Two 5mm angioguards failed to cross the target lesion. There was no patient injury reported. Addendum: during the analysis of the product, it was noted that the coil tip had a small stretched section on the proximal end.